Event description:
Additional information reported that one of the patient's electrodes was "broken off" on the lead component of their implantable neurostimulator (ins). It was confirmed that the patient was reprogrammed and had not been back to their doctor since that time. If additional information is received, a follow up report will be sent.

Event description:
Additional review revealed that the patient had put their device on a different setting and it reportedly seemed to not be working. The program was reportedly changed some time during the week prior to the report. It was noted that the patient was going to the bathroom more frequently and that this 'going' problem has been happening since before the program change was done. It was further noted that it appeared to happen more during the patient's menstrual cycle. It was further reported that the patient was on program 4 at 3.7v and was on program 3 prior to that. It was also noted that the patients electrode had 'broken off' last year or the year before the report. It was reported that a field rep had done some reprogramming at that time and the patient has not been back to the doctor since. It was also noted that the patient was feeling stimulation 'a little bit' at the time of the report. However she was feeling the stimulation at the device location rather than in the vagina or rectum. It was note that she was not feeling stimulation in the vagina 'at all.' It was further noted that even when the device was working for the patient she did not feel stimulation in her 'bicycle seat' area. It was later reported that the patient's health care provider (hcp) had referred the patient to a manufacture representative and had no additional information.

Manufacturer narrative:
Lead: model 3093, lot # v439917, implanted: 2010 (B)(6), explanted: unk. Patient programmer: model 3037, serial # (B)(4), implanted: na, explanted: na.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on there was a loss of therapeutic effect. Additionally, there was no stimulation sensation. Reprogramming was suggested to address stimulation needs. The healthcare provider (hcp) reported the patient was not responding well to corrections. Additional information received reported that an impedance test showed electrode #3 had a reading of >4000 ohms in all combination with other electrodes. The other electrodes tested in a normal range. The patient was reprogrammed with 4 programs, avoiding the use of electrode #3, and the patient was feeling stimulation on all programs. The hcp determined that no further action was required at this time.

Manufacturer narrative:
(B)(4).